Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc231000j/ serial #(B)(4)/ UDI #(B)(4)which is captured in manufacturer report #2953161-2020-01018. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2015 the patient underwent an endovascular procedure at another hospital to treat an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020 re-intervention was performed to treat a distal type I endoleak noted in the patient's right common iliac artery. There was no endoleak noted from the contralateral leg component located in the patient's left iliac artery. However, because there was space noted between the distal end of the contralateral leg component and the bifurcation of the patient's left internal iliac artery, an additional contralateral leg component was used to extend the device on the patient's left side as a preventive measure. The procedure was completed. The patient tolerated the procedure.